Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was successfully loaded onto the delivery catheter system (dcs). A pre-implant balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) non-medtronic balloon. The balloon was withdrawn from the patient. Upon deployment, at 80% deployed, an infold was noticed due to severe calcification and tight native valve. The valve and dcs were withdrawn from the patient. A new valve was loaded onto a new dcs. The valve was loaded successfully and delivered to the annulus. On the first deployment attempt, at the bottom of the pigtail catheter, at 80% deployed, the valve dislodged to a depth of 15mm. During the second implant attempt, the valve was recaptured and deployed again. At 80% deployed, the valve would not stay at 3-5mm depth and continued to dislodge to 15mm. During the third deployment attempt, the decision was made to deploy shallow at 1 mm. Subsequently, the valve dislodged up. The valve and dcs were withdrawn from the patient. A non-medtronic valve was implanted successfully. Of note, a safari wire was used in the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.